Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review is for sterilization procedure only: part no.: 04.210.090s . Lot no.: l510218 . Manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 28.jul.2017 . Expiry date: 01.jul.2027 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.090 / h400141 was manufactured in us, (B)(4). Manufacturing location: (B)(4). Manufacturing date: 28-jun-2017 . Part no: 04.210.090, lot no: h400141 (non-sterile) ¿ 1.8mm ti va lckng buttress pin with t8 stardrive recess/20mm. (B)(4). Components reviewed: raw material part 04.211.032.999, 2.8mm ti screw blank 32mm. Bp55, lot h296006 meet specification. Lot was released to bp55 on 06-feb-2017. Inspection sheet for in process/inspect dimensional/final inspection meets inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the following implant was used in the surgery for radioulnar bone distal end fracture. Va-lcp buttress pin 1.8mm (part#: unk) during the surgery, surgeon tried to insert this pin at the far distal hole using the va technique, but he could not make a final tightening because this pin kept spinning idle. He completed the surgery without any insertion at this hole. The surgery was delayed (time unknown), and there was no adverse consequence to the patient. Concomitant material: 1x va-lcp drill sleeve 2.4 f/drill bit ø1.8. Complaint involves two parts. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional product code: hwc. Initial reporter name, telephone. Customer quality conducted an investigation of the returned device. The evaluation of the received va-lcp buttress pin has shown that the thread flanks of the locking thread are completely flattened. This makes a locking on the pin in a plate impossible and therefore this complaint is confirmed. The relevant dimensions of the locking thread cannot be verified anymore due to the damage. Thus the manufacturing documents were reviewed and no complaint related issues were found. This buttress pin was manufactured with a lot size of 115 pieces in july 2017 according to the specification and we are not aware of any other complaint for this article- and lot combination (neither sterile l510218 lot nor unsterile lot h400141). The visual inspection has shown that the anodized surface is completely worn away at the damaged thread flanks, which clearly shows that the damage was caused post-manufacturing. These findings speak against a manufacturing related issue. Based on the provided information were are not able to determine the exact cause of this occurrence. We found that the last thread flank of the shaft thread has also stress marks. This is an indication of an excessive contact between the pin and the plate, for example by an excessive insertion angle. In this relation we would like to point out following from the variable angle lcp volar rim distal radius plate 2.4 surgical technique: precaution: it is important not to angulate more than 15° from the central axis of the screw hole. Overangulation could result in inappropriate screw-locking. Moreover, the screw head may not be fully countersunk. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Awareness date reported as 2/28/2018. Date should have been 2/16/2018. Date returned to manufacturer. Initial reporter country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the following implant was used in the surgery for radioulnar bone distal end fracture. During the surgery, surgeon tried to insert the variable angle locking compression plate (va-lcp) buttress pin 1.8mm at the far distal hole using the va technique, but he could not make a final tightening because this pin kept spinning idle. He completed the surgery without any insertion at this hole. The surgery was delayed an unspecified amount of time, and there was no adverse consequence to the patient. Concomitant device reported: 1.8mm universal va locking drill guide (03.110.000, lot number unknown, quantity 1).